Event description:
It was reported that the guide catheter snapped in half. The target lesion was located in the superficial femoral artery. A 135cm rubicon 35 catheter-guide was selected for use. During withdrawal, the rubicon was removed from the patient. Outside the body, the rubicon was tried to removed from the amplatz guidewire, however the rubicon became very tight on the wire. A lot of force was used to get the catheter off of the wire, however, it was noted that the proximal end of the rubicon snapped in half. Both pieces of the device were able to be removed from the wire and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The rubicon showed damage in the form of a complete separation 22.5cm from the distal end. Stretching was seen 12 to 15.5cm from the distal end. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage. Device analysis determined the condition of the returned device was consistent with the reported information of a fracture or separation.

Event description:
It was reported that the guide catheter snapped in half. The target lesion was located in the superficial femoral artery. A 135cm rubicon 35 catheter-guide was selected for use. During withdrawal, the rubicon was removed from the patient. Outside the body, the rubicon was tried to removed from an amplatz guidewire, however the rubicon became very tight on the wire. A lot of force was used to get the catheter off of the wire, however, it was noted that the proximal end of the rubicon snapped in half. Both pieces of the device were able to be removed from the wire and the procedure was completed. No patient complications were reported.